Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported an implant removal during its installation surgery, because the primary stability torque achieved was too high and patient presented pain. The implant was not replaced and bone graft was performed instead. The patient presented bone type I.